Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. No further action is warranted at this time. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 08/03/2011 and 08/23/2011 by phone, fax and mail. Add'l info was received on 08/09/2011 and 08/16/2011 by phone. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon (not the implanting surgeon) reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. In a f/u, the tech reported there were no secondary surgical procedures performed and the pt was referred back to the implanting surgeon. Add'l info was requested from the implanting surgeon.